Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon device was unpacked on (B)(6) 2017. According to the complainant, during preparation, it was noted that the sterile pouch was not fully sealed and there was no balloon present in the package. The procedure was completed using another cre dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.